Event description:
It was reported that, "crack in the tageter was noticed during a case in which they cancelled using that particular implant. Therefore, it is unk which exact date the incident occurred."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices reported in this event are as follows. It is not known at this time which device is cracked. Targeting sleeve 180: (B)(4), clip for k-wire 65x35mm: (B)(4).